Event description:
The facility's biomed engineer reported an infusion pump with a failure code 500 which was observed during biomed testing. The biomed stated that there have been no reports of patient incident involving this pump since the last baxter service event.